Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, the sensing had decreased and the capture threshold had increased on the right atrial (ra) lead. Diagnostic imaging revealed that the lead had dislodged. The lead was repositioned and the patient was stable with no consequences.